Event description:
An alarm issue was reported with the adc application in use with a samsung galaxy a51 phone with android 13 operating system version. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced cramping and seizure requiring treatment with chocolate and "glucose rich foods" provided by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation will be performed and a follow-up will be submitted once all investigation activities have been completed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported that the high and low alarm notifications was missing with the freestyle librelink application. Attempted to replicate the user¿s complaint using a similar configuration and successfully received high and low glucose alarms. The user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung galaxy a51 phone with android 13 operating system version. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced cramping and seizure requiring treatment with chocolate and "glucose rich foods" provided by a third-party. There was no report of death or permanent impairment associated with this event.